Manufacturer narrative:
B3: date of event is unknown. H3: no device was received for investigation. Therefore, the reported complaint is unable to be confirmed. If the device is received, the investigation will be re-opened for further evaluations. A device history record (DHR) review could not be completed as no lot number was provided.

Event description:
It was reported that when the patient spiked a bag to change container they consistently ended up with air in the tubing causing nuisance alarms. Per reporter, the air was somehow entering the system from the bag spike procedure. The event occurred during patient use and there was no patient harm/adverse event reported.